Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was visible in the coaxial/catheter connection. Blood was also noted in the coaxial port on the console, however, there was no blood in the blood bottle. The balloon catheter and coaxial umbilical cable were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.